Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a new tube for pump was installed and primed for tube replacement, but blockage alarm occurred, so a different tube was used. The event occurred at the patient's home. Event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One sample was received in used condition for evaluation. Visual inspection found no damage or defects. Functional testing was able to confirm the reported failure mode. The root cause was unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.